Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent a right salpingo oophorectomy and repair of a ventral hernia with kugel patch. On (B)(6) 2007 - pt underwent a partial omentectomy, excision of kugel patch, abdominal wall reconstruction with a non-bard mesh, and repair of liver laceration. It was noted that "the mesh had contracted and balled up." It was also noted that the recurrent hernia was felt to be caused by a pregnancy. On (B)(6) 2007 - pt presented to the ER with nausea, vomiting, and an elevated temperature. She was found to have a seroma, which was drained.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. This is a pt with medical/surgical history significant for splenectomy, cholecystectomy, c-section, and exploratory laparotomy following trauma. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. It was also indicated, that the pt was treated for infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There were no product identifiers in the medical records provided; therefore a DHR could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.